Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's left eye (os). There was a refractive surprise and the visual acuity was not good enough. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: low vault was reported. Lens was explanted some time after repositioning the lens. Device evaluation: an evaluation was performed; additional investigation found the device was in specification at time of release. (B)(4). As per dfu for this lens model, implantation of this lens in an individual with anterior chamber depth (acd) less than 3.0mm as well as patients with low/abnormal corneal endothelial cell density, ruch's dystrophy or other corneal pathology is contraindicated. (B)(4).

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens implanted.

Manufacturer narrative:
Evaluation method: device history record review results: a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, upside-down lens, wrong lens, misaligned lens, rotation, tilting, etc. According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Clinical studies have shown that toric icl rotation occurs in 0.5% of patients where a ticl has been implanted. Several factors may contribute to this phenomenon (i.e. Patients anatomical structure, a short lens, haptic position, etc.). Based on the complaint history, work order search, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the facility reported the lens was implanted on (B)(6) 2014. Seven months after the initial surgery, the surgeon decided to reposition the lens 30 cw to the target position of 3 ccw. However, the lens rotated again to the same position. The surgeon is planning to remove and replace the lens.